Event description:
It was reported that a chemotherapy set would not stop flowing. This occurred while priming the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned; therefore, a device analysis cannot be completed.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.